Manufacturer narrative:
See manufacturer¿s report # 3004209178-2019-12460 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient was calling to get in touch with a manufacturer representative (rep) as their doctor's office had closed and they didn't know when they were going to re-open. They were going to make an appointment with the rep to download new programs. The patient reported they had bilateral stimulation and some of their programs were not working. After 3 months of back pain they started getting shots in their back, they stated they got suspicious they weren't getting better. They then waited 10 months to go on pain management because they were bed ridden and pain pills didn't do anything. The patient said they had some damage from the device and it caused pain. Patient said they thought it would get better, but it was getting worse. The rep was contacted on the patient's behalf, they were going to reach out to the patient. Additional information was received from the patient. They stated their devices were not working well. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported the patient¿s device was working and noted that they were not feeling the stimulation in the vagina. The hcp also reported that there was no damage to the device. All programs were working at baseline but the patient was not having symptomatic relief. As a action, the hcp offered reprogramming and new programs on june 3, 2019. There were no further complications reported or anticipated..